Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the returned desktop charger model 37761, serial # (B)(4) showed broken connector pins/tip on the cable assembly.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain reported that there was a broken connector pin on the desktop charger. There was no out of box failure reported in the event. A symptom of pain was reported in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.